Manufacturer narrative:
Image analysis: images show treatment of lesions in the left circumflex and right coronary arteries. The images confirm the entrapment of the wire with the newly deployed stent in the proximal rca. A snare removal was attempted but was not successful. The wire was jailed in the vessel and was not removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ivus image review: from the transversal images provided the mild calcified plaque of the rca can be confirmed. Unusual guidewire artefact and the non-uniform apposition of the stent struts are visible and the interaction between the guidewire and the stent is probable. It was suspected that the guidewire became jailed between the proximal end of the stent and the vessel wall. However, this could not be confirmed from the images provided. It was suspected that the guidewire tip broke off while attempted to be removed but this could not be confirmed form the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4) : 3 still images attached to pe. If information is provided in the future, a supplemental report will be issued.

Event description:
Two cougar guide wires were used during a buddy wire technique to treat a mildly calcified, moderately tortuous mid proximal right coronary artery (rca). There was no damage noted to the device packaging. The devices were inspected with no issues noted. The devices were prepped as per IFU with no issues noted. A resolute onyx 3.5 x 34mm and a resolute onyx 4.0 x 30mm were also used during the procedure. The lesion was pre-dilated. The guidewires did pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during insertion/delivery of the guidewires. It was reported that one of the cougar wires became jailed to the side of the vessel when the resolute onyx stent was being deployed in the rca and when the wire was attempted to be removed the tip broke off and remained in the patient. No patient injury is reported. There was an attempt to remove the tip, but it was unsuccessful, as it was jailed between the proximal stent <(>&<)> the vessel wall. A snare was used, as well as a balloon to try a nd dragit back, but both were unsuccessful. No further patient injury reported.

Manufacturer narrative:
Image analysis: three still images were received. The images provided show severe tortuosity of the proximal to mid rca. None of the images provided show the delivery or deployment of the stents or attempts to retrieve the alleged broken portion of the wire. No images were provided to explain the root cause of the alleged wire detachment. Distal portion of wire is jailed in the vessel with the proximal stent. Proximal portion of wire is still visible ¿ images do not confirm the alleged detachment if information is provided in the future, a supplemental report will be issued.